Manufacturer narrative:
The technician found the right foot brake caster is not locking most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the right foot brake caster the resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the right foot brake caster is not holding in brake mode. The bed is locate din storage at the facility. There was no pt/user injury reported. (B)(4).